Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer changed the protocol to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to perform fluoroscopy. Analysis of the log file did not show any related errors. During troubleshooting, the fse found that the fluro button of the foot switch was intermittently not responding. The fse replaced the wired footswitch. And the replaced part was returned to philips for further analysis. The analysis confirmed that there was mechanical fault in the footswitch and identified that the bracket is not tightly connected to the footswitch assembly. Following the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to perform fluoroscopy. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the wired footswitch which returned the device to use in good working order.